Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-12977.

Manufacturer narrative:
Additional information: g3, f10 and h10. Section h10: additional information provided by a journal article titled, ¿axillary access tavr: entrapment of a transcatheter aortic valve in the innominate artery with aortic dissection¿ indicated that a 14fr esheath had been placed in the right axillary graft, and the valve was advanced into the ascending aorta. When the delivery system was advanced over the ventricular wire, significant resistance was encountered as the valve crossed through the 14fr esheath in the axillary artery into the ascending aorta. The pigtail catheter became coiled around the tavr esheath, and the team was unable to be reposition the pigtail due to the resistance from the friction between the 14 fr esheath, the pigtail catheter and the aortic wall. The pigtail was removed by using a wire. The groin was accessed by using ultrasound guidance. Another pigtail catheter was placed through the transfemoral access for aortic root angiography. During the attempt to retract the delivery system, the seam along the 14 fr esheath ¿split at the end¿, dislodging the aortic valve partially from the balloon on the delivery system. A repeat aortogram via a newly placed right femoral artery pigtail suggested a type a aortic dissection. The esheath and the valve were ¿entrapped in the innominate artery¿. However, the patient remained hemodynamically stable. The patient was then taken immediately to the operating room and a median sternotomy approach was established. Total cardiopulmonary bypass was initiated. ¿the nose cone from the tavr was pulled into the field, and the sheath was transected below the tavr. The rest of the esheath was retrieved through the right infraclavicular incision; an aortic cross clamp was subsequently applied. The ascending aorta replacement was done via the proximal anastomosis of the graft and a 21mm surgical valve was placed. The patient was subsequently managed in the intensive care unit and had an uneventful post-operative course. She was discharged to a rehabilitation facility on post-operative day 10. Investigation is ongoing. Bibliography: i.a. Salas de armas, s.s. Basra, m.k. Patel, et al., axillary access tavr: entrapment of a transcatheter aortic valve in the innominate artery with aorti..., cardiovascular revascularization medicine, https://doi.org/10.1016/j.carrev.2020.06.020

Manufacturer narrative:
An engineering evaluation was completed: because the affected device was not returned, the investigation will be limited to the following activities: review of photographs, video, or imagery, DHR, lot history, similar complaints, physician training and IFU, manufacturing mitigations, and root cause. Review of procedural videos/imagery/photographs was performed and the following was observed:  3mensio imagery was provided in the medical journal article showing patient access vessel (right axillary artery) characteristics. The access vessel showed an undersized minimal luminal diameter (mld) of 4.5mm (recommended mld is 5.5mm or greater for 14f esheath). Calcification was also noted. Procedural fluoroscopy imagery was also provided in the medical journal article revealing that the liner seems to be torn at the distal end of the sheath shaft. DHR review was performed and the review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of complaint history on confirmed device complaints (returned and no product returned) from july 2018 ¿ june 2019 revealed the following for the esheath introducer sheath (all models and sizes) for the complaint codes ¿sheath shaft ¿ liner torn¿, ¿sheath shaft ¿ withdrawal difficulty¿, ¿sheath shaft ¿ resistance with delivery system, bc¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Per the complaint description, the sheath had a liner tear that was 20mm from the sheath distal tip. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification, withdrawal of a burst or torn balloon, or non-coaxial withdrawal) are likely the contributing factors for sheath shaft liner tears. Review of the complaint¿s provided 3mensio imagery reveals evidence of calcification within the access vessel. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting/tearing of the sheath liner or the weakening of it. A weakened liner can tear during the advancement or retrieval of the delivery system. Additionally, it was noted that the sheath was inserted at a sharp angle coming from the right axillary/innominate artery due to patient anatomy. This can lead to non-coaxial alignment during the removal of delivery system through the sheath. The crimped valve on the delivery system can potentially catch onto the tip or liner of the sheath, leading to withdrawal difficulty and resulting in liner tears upon retrieval. As such, available information supports that patient (calcification and/or procedural (non-coaxial withdrawal of delivery system due to suboptimal angles) factors likely led to the reported event. Per 3mensio imagery, the patient¿s access vessel displays vessel calcification and an mld of 4.5mm, which is less than the recommended mld of 5.5mm for 14f esheath. Calcification can create a challenging pathway for sheath removal especially when paired with an undersized mld, as calcified nodules in a narrow vessel can catch parts of the sheath shaft. These patient conditions, in conjunction with the tore liner may increase the rate of sheath getting caught upon removal, leading to withdrawal difficulty. As such, available information suggests that patient (calcification/vessel diameter) and/or procedural (damaged sheath) factors may have contributed to the reported event. However, a definitive root cause is unable to be determined for the sheath shaft ¿ withdrawal difficulty. For the event of sheath shaft ¿ resistance with delivery system, per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the patient¿s access vessel displayed an undersized mld and calcification, which can further narrow the vessel. Smaller vessel characteristics can restrict the sheath from proper expansion and lead to resistance and increased necessary push force to advance the delivery system through the sheath. Similarly, it was also reported that the pigtail catheter became coiled around the sheath when the valve crossed through the esheath in the axillary artery into the ascending aorta. This may also have prevented the sheath from proper expansion and lead to the reported resistance. In addition, the sheath was inserted at high angle. Navigating the delivery system through a bend could be another factor leading to the high push force. As such, available information suggests that patient (calcification/vessel diameter) and/or procedural (insertion angle, interaction with non-edwards device) factors may have contributed to the reported event. However, a definitive root cause is unable to be determined. The complaints for ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ withdrawal difficulty¿ was confirmed by the provided imagery. However, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. No manufacturing nonconformance was able to be identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences, as it was discarded by the facility.  Sheath liner tears have been previously investigated by edwards and documented in technical summary written by edwards lifesciences.   Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary.  Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter.  The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length.  This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed.  Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage.  Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified.    174 devices showed no evidence of a manufacturing non-conformance.   7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. · scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear.   (B)(4).   Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed.   In this case, the root cause for the liner tear cannot be confirmed but may be due to patient factors (pvd) or procedure factors (angle of insertion). The cause of the withdrawal difficulty is likely due to the liner tear.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr procedure via transaxillary approach, the patient decompensated when the 23mm sapien 3 valve reached the annulus.  The decision was made to remove the uninflated valve from the annulus.   Once the patient was stabilized, the team opted to abort the procedure.  Upon removal of the valve from the sheath, the liner tore (from tip back to about 20mm), which prohibited the operator from removing the valve from the patient.  The patient was taken to surgery.   The patient left in stable condition and was to be rescheduled for valve implant at a later time. Additional information provided confirmed the operator did not have any difficulty inserting the sheath into the patient or inserting the delivery system though the sheath.  The delivery system was completely unflexed and positioned in the default position prior to removal.  There was difficulty retrieving the device through the sheath tip.  A sharp angle of insertion was required.  The patient de-compensated due to the usual comorbidities associated with aortic stenosis. It is perceived that the liner tear was caused by the angle coming from the right axillary/innominate that put the bypass at the tip of the sheath.